Manufacturer narrative:
The elecsys anti-tpo reagent lot number is 86580201, with an expiration date of 30-nov-2025. The investigation reviewed the qc results; the results were within the specified ranges. The field service engineer (fse) inspected the module and performed service maintenance as a preventive measure. The fse did not find any issues during the maintenance. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys anti-tpo assay results from two patient samples tested on the cobas 8000 e 801 module. One patient sample with discrepant results was provided: the initial result from the module was 46 iu/ml. The first repeat result from another e 801 module was 9 iu/ml. The second repeat result from the module was 9 iu/ml. No questionable result was reported outside of the laboratory.